Manufacturer narrative:
This vessel sealer extend (vse) instrument involved with this complaint was transferred to the engineering team for further investigation and additional analysis was performed on the instrument by an advanced failure analysis engineer (afae). The initial failure analysis findings were confirmed. The grip cable was found to be loose which could cause low grip torque as the cable had slack and the rotation of the input disc was not fully translated to grip actuation force. The complaint regarding vse would not seal and it was difficult to release was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, when the vessel sealer extend was on tissue it would not seal, and it was difficult to release. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a robotics low anterior resection. The console surgeon is dr. (B)(6). Instrument was inspected and nothing out of the ordinary was noted. The instrument worked for roughly 30 minutes before the issue occurred. There was no continuous tone while the pedal was pressed. The seal cycle completed with the fast audible tones as expected. Tissue effect was observed during the sealing cycle. No tissue was cut that was not fully sealed. The target tissue was omentum. The target tissue was not under tension. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was no unexpected blood loss. The jaws would not open. The surgeon got them open by switching hands on the console. The davinci tower then said to replace instrument.

Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend sealing issues, an investigation was completed to determine the cause of this reported event. The vessel sealer extend was analyzed and found failure analysis investigations they were able to confirm but not replicate the reported issue. Failure analysis found the primary failure of low torque failure to be related to the customer reported complaint. Based on log review of remotefe and dsp logs, the instrument was found to have 1 low torque failure, error code 22024. This occurs when the grip torque is outside the expected range. However, the low torque failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Additional observation not reported by site: the housing was removed, and the instrument was found to have a loose grip cable at the proximal end. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.